Manufacturer narrative:
The customer initially reported they intended to send the device to the philips customer repair center (crc) for repair. At that time the customer was unable to provide symptom info. There was no report of pt involvement. When philips received and evaluated the device on 03/27/2010, 12-lead ECG v4 signal loss was identified, which made this complaint reportable. Replacing the ECG connector resolved the issue.

Event description:
The customer initially reported they intended to send the device to the philips customer repair center (crc) for repair. At that time the customer was unable to provide symptom info.